Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc instructed the customer to bleach clean the integrated multisensor technology (imt) system. The customer replaced the imt sensor, aligned the probe and ran diluent check. Quality controls were run, resulting within range. The customer stated to tsc that they found a possible clot in the imt port. The cause of the discordant, falsely low na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k, and cl results.